Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports they had a seizure. Once at the hospital the patients pod was removed. The patient is unaware of the treatment that was provided while in the hospital. The patient was provided vitamin b1 and a multivitamin, folate, and magnesium to be taken home with them. The patient was discharged from the hospital after 36 hours. The patient is using manual shots of insulin while awaiting a pod order. The patients pod will not be returned as it has been discarded.